Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd. Add'l questions in regard to the incident have also been asked. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that an rf ablation was performed on (B)(6) 2010. On (B)(6) 2010, when the pt was checked with CT, it was found that target site was not fully treated. Moreover, it was confirmed that another site near the liver surface was ablated instead. It was the area where the needle had been in contact with the liver surface (about 5cm between the target site and the site wrongly ablated, around s8). A guiding needle had been used. Although the liver close to the surface had been ablated, it was still inside the liver so nothing special was done to treat the site. Since there was no burn injury on the pt's skin, the customer is not handling it as a burn injury. The doctor stated that he saw bubbles coming out of liver surface through echo image during ablation so he was aware of the situation.